Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home pt reported that their transfer set was connected to the extension line of the home pt's homechoice set at the time of the alarm. The home pt reported using two pt extension lines during therapy. The home pt is unsure if they confirmed the successful completion of the prime cycle before connecting their transfer set to the extension line of the homechoice set. The home pt reported that they completed therapy by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.